Event description:
During a coronary stenting procedure a cypher select + 3.50x23mm was chosen for treatment. There were no anomalies noted when the device was taken out of the package. The device was not removed from the package by pulling on the hub. When the device was attached to the inflation manometer, a crack was noted in the hub. The device was not used in the patient.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.